Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 -14.5 diopter implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to iridocyclitis and the problem resolved. Cause of event is unknown.